Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): , corrected data:

Event description:
The customer reported a small raised blister and redness identified on the patient's right foot plantar region when changing sensor site from foot to hand.